Manufacturer narrative:
The handpiece was examined and the reported event was not replicated. The handpiece was tested and found to meet product specifications. The phaco handpiece was manufactured on march 30, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to function normally. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4)

Event description:
A doctor reported experiencing no ultrasound power with the handpiece. The timing of event is unknown. No additional information is expected.